Event description:
A revision surgery was performed with the blueprint planning feature involving stryker/tornier implants. The patient required this revision due to baseplate loosening, which was exacerbated by significant anteversion prior to the primary surgery. While specific implant details were limited, a 25mm full wedge, a 36mm glenosphere, a 0mm low offset flex reversed tray, and a 36+6mm flex reversed insert were removed.

Manufacturer narrative:
Please note the corrections made to the h6 result and conclusion codes: the reported event was confirmed. The device was not returned but evidences were provided, based on the provided images which matches the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since images (x-ray and blueprint images) were provided, the opinion of a medical expert was sought and stated as following: "the images show radiolucency around the baseplate and together with screw breakage this is certainly implant loosening. Bone resorption results in loss of osseointegration and peripheral screw breakage". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
A revision surgery was performed with the blueprint planning feature involving stryker/tornier implants. The patient required this revision due to baseplate loosening, which was exacerbated by significant anteversion prior to the primary surgery. While specific implant details were limited, a 25mm full wedge, a 36mm glenosphere, a 0mm low offset flex reversed tray, and a 36+6mm flex reversed insert were removed.